Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (3.0 mg/ml at 0.4992 mg), clonidine (200 mg/ml at 33.28 mg), and bupivacaine (3.0 mg/ml at 0.4992 mg) via an implanted pump for an unknown indication for use. It was reported that the patient noticed the pump moving in the pocket. External, environmental, and patient factors that may have led or contributed to the issue were reported as the patient stated they had a heavy cough for five weeks from an illness they received from a family member. Actions/interventions taken were the hcp opened up the pump pocket and sutured the pump back into place. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but would not be made available for this report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.